Event description:
A patient received a hematoma. A service check of the device was completed on (B)(6) 2012. The device was found to be working properly and within the defined specifications. (B)(4) was notified of this event on (B)(6) 2012. A complaint investigation was open by (B)(4). On (B)(6) 2012, for this facility with similar occurrences. The patient recovered with no permanent disability or damage. Event occurred in (B)(6).

Manufacturer narrative:
(B)(4) (the importer) is submitting the report on behalf of dornier medtech systems (B)(4).